Manufacturer narrative:
On 06/19/18, it was reported to mentor that the lot number for the right device was lot 208533 and not affected left device was lot 212297. The right side lot has been checked and is not found, clarification was made and no response was received, therefore lot number is unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/25/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered two rents. Rent a measuring approximately 0.4 cm within a crease on the posterior aspect and rent b measuring approximately 0.3 cm on the anterior aspect. Microscopic examination of the edges of the rent b gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device was explanted on an unknown date. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: a saline mentor breast implant of unknown type. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation with saline mentor breast implants of unknown type and experienced deflation on the right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.